Event description:
This lead was explanted and replaced due to dislodgement and damage along the clavicular interface. The leads fixation mechanism was also filled with biological material. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.